Event description:
Tech - both head siderails and the left intermediate siderail are not latching and the siderails fall down. Cleaned out the fluid in the center arm assembly on all siderails to fix the problem.